Event description:
The customer reported that the pt was connected to an m1176a bedside and was paced. Pt got up out of bed, manually disconnected self from the device and pulled their pacer wire out. An inoperative alarm sounded at bedside and central. The alarm was allegedly silenced by a physician at the central monitor and no further alarm sounded. Customer expected an alarm reminder. The pt subsequently expired.